Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Elevated iop and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. The safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with refractory glaucoma. Based on the information received, the root cause of the reported event was due to patient to refractory glaucoma and pupil block. MFR# reference: (B)(4).

Event description:
It was reported that the patient experienced a right eye ache at midnight following an uneventful trabecular micro bypass stent procedure (od) and during postop examination on day one (1), the patient¿s iop was high. Subsequently, the surgeon treated the patient with intravenous injections (3 mannitols & diamox) and the patient¿s iop improved somewhat. Following the treatment attempt, an anterior chamber (ac) washout was performed as the surgeon suspected retained viscoelastic in the patient¿s eye. However, the patient¿s elevated iop persisted. As a result, the surgeon performed vitrectomy and the patient¿s iop improved. Per report, the patient presented with inflammation and fibrin precipitation following vitrectomy. There was no treatment required for the inflammation. According to the surgeon, refractory glaucoma contributed to iop increase and pupil block contributed to the inflammation. The patient¿s prognosis was reported as "good progress with adverse event resolved¿.